Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. The customer contact indicated that the flow regulator on the cassette did not close when the door was opened and cassette was removed from the device. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.